Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer experienced high blood glucose level of 450 mg/dl. The caller did not report any symptoms, and treated it with a manual injection. Caller did not contact their healthcare professional. Caller declined to troubleshoot for high readings. The infusion set cannula was bent. The insulin pump was not returned for analysis.